Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report number: 3005334138-2020-00538, 9680001-2020-00058. During a left atrial pulmonary vein isolation, a pericardial effusion occurred. Access to the left atrium was obtained via a patent foramen ovale (pfo), no transseptal puncture was performed. While ablating, the patient became hypotensive, and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. The patient is in stable condition and has been discharged. There were no performance issues with any abbott devices.